Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via an company representative in regard to a patient receiving morphine 10 mg/ml at 1.1 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back syndrome of lumbar spine. The other medications the patient was taking at the time of event included oxycodone hcl 30 mg tablet for breakthrough pain. On (B)(6)2015 after taking a shower the patient felt something coming out of the back at the surgical incision on the spine. The patient presented to their healthcare provider's office on (B)(6) 2015 stating the intrathecal catheter was coming out. During examination there was an exposition and dislocation of about two inches of the intrathecal catheter. The eruption of the catheter was through the back incision. The patient was asymptomatic and afebrile. The patient was referred to the emergency room, where a healthcare provider met with the patient. The patient was then scheduled to have the catheter and pump removed. The patient was sent directly to a neurosurgeon for explant. The patient was administered antibiotics. The issue was reported to be resolved. The patient's status was alive - no injury.